Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the patient experienced hypotension (drop in blood pressure) due to a suspected polymer leak that was successfully treated for an anaphylactic reaction per the device IFU and the intraoperative type ib endoleak were unconfirmed due to a lack of relevant medical records and imaging. However, this event is likely device related due to the suspected polymer leak. As identified in endologix fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product a full evaluation to conclusively ascertain the root cause. The final patient status was reported as doing well. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Post polymer fill of the aortic body stent graft, the patient experienced hypotension (drop in blood pressure) due to a suspected polymer leak and was successfully treated for an anaphylactic reaction per the device IFU. A bare metal palmaz (non- endoleak) stent was implanted to ensure a proximal seal. The final angiogram identified an intraoperative type 1b endoleak. An iliac limb stent was implanted to resolve this type 1b endoleak. The case was successfully completed and the patient was reported as doing well.